Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure: lavh laparoscopy assisted vaginal hysterectomy. According to the reporter: per additional information received, due to the device problem there was a delay of more than 30 minutes, without impact to the patient. The last known patient status was reported as "recovering as expected".

Event description:
According to the reporter: broken needle in body. X-ray was done and they could not find the needle. Left in body. Device fragment fell in the patient cavity. Device fragment was left in the patient. Additional information requested via email did this device problem directly result in any of the following:what procedure was being performed at the time of this event?what is the date of this event?unanticipated tissue loss?unanticipated ext for incision more 1in?if yes, how much was ext incision?unanticipated blood loss more than 500cc:if yes, how much blood loss?was the delay over 30 minutes:if yes, did delay affect the patient?how is the patient now?